Event description:
The distributor originally reported that the "unit went faulty during skin surgery some weeks ago." On 12/01/2008, additional information: the surgeon stated that the dermatome malfunction occurred while slicing partially thin skin pieces from the scalp of a pt, gender not disclosed, when the blade stopped it's motion, although the motor was still running. A second dermatome was used to continue taking skin slices/grafts. The surgery was successfully completed in spight of the dermatome issue, and the pt was found to be in medically fine condition.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.